Event description:
User facility notified and reported to a linvatec sales rep that a pt sustained a burn from a tower traction. No info available regarding the severity of the burn. It is reported that the traction tower was autoclaved for use. The nurse advised the dr the tower was too hot to use. This was ignored. A pt burn resulted. No additional info will be forthcoming from user facility. User facility will not discuss any further issues pertaining to this event.